Event description:
A malfunction alarm related to error "malf 24" was reported. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by tandem technical support to use a backup insulin pump and return the problematic pump for replacement. A new pump was sent to the customer, who was instructed on returning the faulty pump within 10 days using a pre-paid label.